Event description:
Through the article ¿hyaluronic acid fillers may be longer-lasting than previously described: a case report of delayed filler-associated facial cellulitis¿ noted patient was injected in the zygomas bilaterally with 0.45cc per side of juvéderm® voluma¿ xc. A year later, the patient was injected again in the zygomas bilaterally with 0.45cc per side of juvéderm® voluma¿ xc. The patient developed ¿a fever to 39 °c, a sore throat, and rhinorrhea¿ 2.5 years later. Five days prior to presentation, the developed ¿a pruritic rash¿ over the left scalp and forehead, which slowly subsided. Starting the day prior to presentation, the developed ¿rapidly progressive swelling¿ of the left midface. Upon presentation, it was noted patient have a ¿medialized left tonsil.¿ oxygen was delivered through a nasal canula prophylactically by the emergency medicine team. Laboratory risk indicator for necrotizing fasciitis (lrinec) score at this time was 6, and sepsis protocol was initiated, blood cultures were drawn, and a computed tomography (CT) scan of the face was performed. The CT imaging demonstrated ¿cellulitis without a drainable fluid collection,¿ though there was evidence of ¿mild ipsilateral sinusitis.¿ the patient was admitted to the hospital under the internal medicine service for close monitoring and administration of broad-spectrum IV antibiotics, which were recommended by the infectious disease team to include ceftriaxone, metronidazole, and linezolid. Clindamycin was added for its antitoxin effect. Because angioedema was included in the differential diagnosis, the patient¿s lisinopril was held, and histamine blockade was initiated. Over the first three hospital days, the patient¿s physical examination remained stable and blood cultures did not grow any organisms, though the crp continued to rise. On hospital day three, the crp peaked at 296, and a repeat CT face was performed and noted was new evidence of ipsilateral laryngeal edema. Bedside flexible laryngoscopy was performed, demonstrating ¿mild edema of the left arytenoid and aryepiglottic fold.¿ over the subsequent 3 days, the patient began clinically improving with diminishing facial edema and pain. Clindamycin and linezolid were discontinued, and the patient remained on ceftriaxone and metronidazole. A sinus regimen was initiated with a saline rinse followed by a nasal steroid. The patient was discharged on hospital day six on oral cefpodoxime and metronidazole. The patient returned to the emergency department the following day with a mild increase in facial edema and new ¿nausea and vomiting.¿ the patient¿s inflammatory markers were reassuring, but due to the complicated clinical course, slow improvement, and new symptoms, an MRI of the patient¿s face was performed. In addition to the expected finding of midface cellulitis without drainable fluid collections, the MRI demonstrated evidence of hyperintense foci in the contralateral midface on t2-weighted, pre-contrast axial slices. Upon further discussion with the patient, the patient disclosed injection 3.5 and 2.5 years prior to the event. A total of 130 units of hyaluronidase were administered to the left midface over the zygoma, where the patient reported the initial filler injection was placed. The patient was readmitted to the hospital service to restart intravenous ceftriaxone and metronidazole. The following morning, the patient demonstrated marked improvement in facial edema, erythema, and pain. An additional 150 units of hyaluronidase were administered, and the patient was discharged on amoxicillin-clavulanate with close follow up scheduled with an otolaryngologist, and infectious disease specialist, and their primary care provider. The day following discharge, the patient was injected with two more doses of 150 units of hyaluronidase each by their aesthetic medicine specialist for persistent palpable filler. Approximately two weeks later, patient made a full recovery with minimal scarring. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00437 (allergan complaint (B)(4)). This MDR is being submitted for the second injection of the suspect product, juvéderm® voluma¿ xc.

Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Article citation: kalmanson, olivia a., et al. ¿hyaluronic acid fillers may be longer-lasting than previously described: a case report of delayed filler-associated facial cellulitis.¿ jpras open, volume 33, september 2022, pages 37-41. Crossref, https://doi.org/10.1016/j.jpra.2022.05.011. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.